Manufacturer narrative:
The doctor did not specify the number of affected patients, nor were further details provided on the incidents. No product was returned from the customer; therefore (B)(6) samples were evaluated for appearance, color and adhesive strength and met product specifications. A review of the manufacturing records indicated that there were no non-conformities or variances during the manufacturing process. It can therefore be concluded that this incident was not the result of a product failure. Tested retain samples.

Event description:
On (B)(4), 2011, it was alleged by a doctor that restorations that had been placed with optibond solo plus were removed and replaced due to pain experienced by his patients.